Event description:
It was reported that the patient had multiple syncopal events due to inappropriate programming. Patient had loss of conduction during atrial anti-tachycardia pacing therapy. The device was re-programmed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 5076-45, implantable pacing lead, implanted (B)(6) 2010. (B)(4).